Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper and lower abdomen on (B)(6) 2018 using cooladvantage, to lower abdomen on (B)(6) 2018 using cooladvantage petite, and to lower abdomen on (B)(6) 2018 using cooladvantage petite. The patient developed paradoxical hyperplasia (pah/ph) 3 months post 1st treatment performed. Ph was described as visibly enlarged, bulging areas/rounding of coolsculpted areas of upper and lower abdomen. On (B)(6) 2018, the patient was assessed by a licensed medical esthetician who diagnosed the upper and lower abdomen area with paradoxical adipose hyperplasia (pah). The applicator serial number for cooladvantage is (B)(6).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to upper and lower abdomen on (B)(6) 2018 using cooladvantage, to lower abdomen on (B)(6) 2018 using cooladvantage petite, and to lower abdomen on (B)(6) 2018 using cooladvantage petite. The patient developed paradoxical hyperplasia (pah/ph) 3 months post 1st treatment performed. Ph was described as visibly enlarged, bulging areas/rounding of coolsculpted areas of upper and lower abdomen. On (B)(6) 2018, the patient was assessed by a licensed medical esthetician who diagnosed the upper and lower abdomen area with paradoxical adipose hyperplasia (pah). The applicator serial number for cooladvantage is (B)(6).